Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 09/22/2020, belt 09/29/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. It was reported that the patient was treated by the lifevest, then hospital staff removed the device following the treatment event. Review of the patient's download data indicates the patient received one appropriate treatment and one inappropriate treatment in response to oversensing of low amplitude cardiac signal on the date of passing. The patient was in an idioventricular rhythm at 80 bpm at 10:36:47 on (B)(6) 2021. At 10:38:37 the patient was in an idioventricular rhythm at 90 bpm, which degraded to vf with CPR/motion artifact. The patient's rhythm then transitioned to vt at 100 bpm with CPR/motion artifact. The patient received the appropriate treatment at 10:41:17. The patient's rhythm at the time of treatment was vt at 110 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 80 bpm. The patient's rhythm transitioned to vt at 100 bpm at 10:42:20. The lifevest detected the vt arrhythmia, but response button use prevented the lifevest from delivering a treatment. It was not reported who was pressing the response buttons. The patient received the inappropriate treatment at 10:44:30. The patient's rhythm at the time of treatment and post-shock rhythm were an idioventricular rhythm at 60 bpm. The electrode belt was disconnected at 10:45:07.